Event description:
Pulmonetic systems, inc. Received a call from a representative of facility on 10/24/02. The representative reported the following problem: not delivering set lung volumes in assist control.